Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible corrosion in the battery compartment and a battery compartment crack from the threads to the case seal. The battery cap was not returned. A new test cap was able to attach to the pump and was used to complete all testing. The pump history showed no evidence of a short battery life. The battery voltages in the black box were within normal specifications. Typical usage alarms were observed in the alarm history. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. The pump failed a leak test due to the battery compartment crack. Removal of the pump cover showed no evidence of internal moisture on the pcb or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. The reporter stated that replace battery alarms had been occurring for the last year while using duracell lithium batteries. Reportedly, there was a crack along the battery compartment, the yellow o-ring was visible, and there was corrosion in the battery compartment. The reporter stated that the pump lost power 3 days ago ((B)(6) 2014). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.